Event description:
It was reported that a cartridge alarm occurred during the load sequence there was no adverse impact to the customer's blood glucose level. Technical support attempted to assist the customer in loading a new cartridge; however, the issue persisted with another cartridge alarm. Consequently, technical support arranged to replace the pump as it was still under warranty. The customer will use multiple daily injections (mdi) for insulin delivery while awaiting the replacement. Additionally, the customer was instructed on how to store the malfunctioning pump and return it using a prepaid label.